Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
Report received from USA stating that the device does not function. It is known that the device was not used in surgery. It is known that there was no pt or user injury.